Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and was unable to duplicate the reported issue but observed autofill failures in the log files. The stm ran the iabp unit on a trainer and patient simulator without issue. Subsequently, the stm all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was alarming "malfunction." It was later reported that the iabp unit was borrowed from the cathlab for training and was used with a training balloon in the critical care resuscitation unit (ccru). During training the ccru staff observed autofill failures and turned the iabp unit over to the biomed. There was no patient involvement and no adverse event was reported.